Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) was reportedly within range. Reportedly, the issue was resolved after the customer plugged the pump into a power source. The customer would continue to use the pump for insulin therapy.